Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation has caused or contributed to patient injury previously. Device issue: guide wire tip separation. It was reported that the guide wire was inserted into the touhy and down the vessel. The guide wire was removed, and then reinserted into the touhy. At that time, it was noticed that the guide wire tip had broken off in the touhy. The devices were removed together. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the core. There was blood visible on the touhy. The core was separated 2 mm distal to the distal end of the tfe shrink tubing. The fracture face was ovaled, as if the core was kinked prior to separating. The distal portion of the separated core including the tip coils was inside the returned touhy. The tip coils were in a corkscrew shape. The tipball was still attached. There were two kinks in the core 1 mm distal to the distal end of the tfe shrink tubing and 1 mm proximal to distal end of the tfe shrink tubing. There was no other damage noted to the guide wire. Pin gauges were used to measure the maximum inner diameter of the returned touhy. The pin gauge measurement was .1175". The guide wire was sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering has reviewed the case description and the analysis of the device. The guide wire was returned with blood and contrast visible on the core, consistent with use inside the patient's body. Analysis was able to confirm the reported difficulty as the core was separated 2 mm distal to the distal end of the shrink tubing. The fracture face was ovaled, suggesting that a tensile force was applied at this site. Guide wire separation of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits, causing the distal tip to detach. Sem analysis confirmed that the failure may be attributed to ductile overload at a bend. A guide wire being over pulled would require the tip to be trapped; in order to create the required forces to damage the guide wire as described. In this case, it was reported that the guide wire tip broke off into the tuohy. There was no indication from the returned hemostatic valve what could cause the guide wire to become trapped; however, the valve contains a seal, which can be manually opened and closed. It is possible that the seal was partially closed when reintroducing the guide wire, which may have contributed to the guide wire being trapped. Any additional pushing/pulling on the guide wire in attempts to free it may have exceeded design limits and caused the separation. Analysis noted two kinks in the core, further indicating that a bending force was applied to the guide wire. Analysis also noted that the separated tip of the wire was twisted in the tuohy. It is unknown if the tip of the guide wire was twisted before insertion, which could have contributed to the guide wire being trapped, or if the separation of the guide wire caused the twisting of the tip. A review of the lot history record indicates that this lot met all the manufacturing requirements. Additionally, there were no non conforming material records for this part and lot combination. Overall, based on the case description and analysis of the returned device, and since no damage to the guide wire was reported prior to use, it appears that the separation and damage to the guide wire is due to case circumstances. There is no indication of a quality related issue with the guide wire. Product performance engineering will monitor the incident circumstances. Manufacturing inspects 100% of the guide wire tips after they are loaded into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. This MDR is considered closed by the product performance group.